Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387s-40, lot # va1eaqm, implanted: (B)(6) 2017, product type lead.

Event description:
A manufacturer representative (rep) reported an issue that occurred during a stage I + stage ii. It was stated that after stage I impedances were tested which indicated no problems, but following stage ii low impedances were seen during the first interrogation. To resolve the issue, the surgeon removed the lead form the extension and noticed that the area between contacts 8 <(>&<)> 9 seemed to be kinked, with potential damage to the casing. They then took care to straighten out that area of the lead and back out the set screws on the extension. The lead was re-inserted into the extension with impedances checked again and showed to be within normal range. Based on the normal impedances seen, the surgeon decided to keep all of the implants and close the case ,resolving the issue. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.